Event description:
It was reported that premature battery depletion issue was observed on the device. Patient was asymptomatic. Device battery longevity was estimated to be five months to elective replacement indicator however the longevity showed eleven months to elective replacement indicator. No programming changes were made. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.